Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had received an inappropriate shock due to an atrial arrythmia that had conducted down to the ventricles causing oversensing. The patient was hospitalized, and the ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.